Event description:
The pt did well for a short period after neurostimulator implantation. Then she started showing high impedance and total loss of stimulation. The pt experienced a reoccurrence of pain. The pt returned to the operating room for explanation and replacement of the pulse generator and leads. The pt did well post-operatively and was discharged later the same day.